Event description:
Event description guidant received information that this implantable ventricular lead and implantable cardioverter defibrillator (ICD) displayed increased pacing impedance and pacing threshold measurements. A fluoroscopy of the lead appeared normal and a defibrillation threshold test converted an induced arrhythmia appropriately. Guidant received additional information that this patient was presented to the ep lab and an invasive assessment of the device/lead system was undertaken. The lead's terminal ends were disconnected from the device. Psa analysis of the shocking portion of the lead were normal. Psa analysis of the r/s portion identified a pacing impedance measurement of 2096, however, r-wave sensing and pacing thresholds were normal. Additional information was received that the r/s portion of this lead was fractured.